Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon for polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Additionally, there was abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15: captures the reportable event of clip could not be deployed.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10 investigation results: the returned resolution 360 clip device was analyzed, and it was found that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. No activation was found on the clip. Also, both locking tabs are opened. Additionally, no issues with the handle were noted. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the cap. It is possible that due during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported problem on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon for polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Additionally, there was abnormally high resistance felt before the handle spool reached the end. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.